Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, regarding the burned c-cover, the cause could not be established. And for the missing bending section cover, the cause was traced to a component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a burned c-cover and a missing bending section cover were found. There was no patient involvement.